Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that following intubation of a patient with a smiths medical portex® soft seal® cuff tracheal tube the cuff was not able to be inflated. It was reported that a pinhole was found on the cuff. Subsequently, the patient required a tracheostomy (trach) tube change out. There were no reported adverse patient effects.

Manufacturer narrative:
One portex® soft seal® cuff tracheal tube was returned for analysis in used condition. No discrepancies were noted upon visual examination. Leak test was performed by inflating the cuff while submerged under water; leakage was observed coming out from a small tear in the pilot balloon. Relevant documents and manufacturing process were reviewed and deemed adequate. An audit of training records and tracheal manual flow line were performed and deemed adequate with no discrepancies. Tracheal inflation line and leak tests were performed on thirty two (32) units from the production floor with no discrepancies or leaks. Based on the evidence the complaint was confirmed. The most probable root cause is manufacturing; wear of the rubber used in the fixture for the printing of the inflation line or from lack of detection by production personnel.